Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported that the ultrafiltration (uf) rate value was fluctuating when the uf was turned off. The uf was turned off in the last thirty minutes of the patient¿s three hour hemodialysis (hd) treatment as the patient was cramping and had a drop in blood pressure (96/47) and pulse of 78. The uf goal was set to 1100 ml, and the uf rate value was fluctuating from 300 to 1770 when off. The patient was able to complete treatment on the same machine without medical intervention. The machine was removed from service and inspected. The biomedical technician (biomed) performed the uf identification checklist and the machine passed. The machine issue was unable to be duplicated. The machine was returned to service without issue and without reoccurrence of the reported event. No parts were replaced. Additional patient and treatment information was requested, however, not provided.